Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During removal from package and during use on the patient. Investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle, and a dispensed suture piece were received for analysis. Product code vcp493. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another to continue the surgery. There is no report on patient's injury. Additional information was requested.